Event description:
The company was informed that the patient's device has reportedly extruded. The patient's device extrusion is caused by unspecified medical problems. Surgery to explant and reimplant the patient's device will be scheduled. Prior to reimplanting the patient, a skin flap surgery will be considered.